Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient¿s spinal cord stimulator (scs) implant was malfunctioning. The patient will undergo a revision of the scs system.

Manufacturer narrative:
Additional information was received that the patient underwent a revision wherein the ipg and leads were replaced. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the patient was experiencing lack of stimulation in pain areas. The physician decided to revise both leads and ipg. There were no linking/charging issues on the patient.

Event description:
A report was received that the patient¿s spinal cord stimulator (scs) implant was malfunctioning. The patient will undergo a revision of the scs system.

Event description:
A report was received that the patient¿s spinal cord stimulator (scs) implant was malfunctioning. The patient will undergo a revision of the scs system.